Event description:
Pt for elective cardioversion. Following 4 synchronized attempts and upon removal of the pad, a reddened, daisy-shaped burn (which corresponds to the configuration of the electode pad), was noted on the skin where the anterior electrode had been placed. Pt was subjected to energy pulses of 100, 200 and 300 (twice) watt seconds. While this pt issued as the marker case, at least two other pts have experienced the same type of injury using these pads.